Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation, japan (omsc), (returned to omsc on 2021-03-23). The evaluation at omsc confirmed that the ceramic insulation located between the two jaws at the distal end of the grasping forceps is damaged. There is a distinct burn mark, some of the material has melted, and fragments are missing. Furthermore, the ceramic axis is damaged but there is no evidence that any parts are missing. The damage was caused by a severe hf sparkover. However, it cannot be determined whether the short-circuit was caused by unintentional contact with another instrument or due to the fact that the insulation had already been heavily worn. The damage found was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the grasping forceps without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic uterine fibroid removal procedure, the ceramic insulation at the distal end of the grasping forceps was damaged. It is unknown whether a fragment broke off and possibly fell into the patient. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.